Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the back at the battery tube area, minor scratches on the lcd window and case as well as a fading serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was not delivering bolus at it should. It was reported that the buttons are pressed, but the bolus does not appear to go through and is causing the customer's blood glucose levels to rise. It was reported that the customer's blood glucose levels are fine at the moment. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.